Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the associated device was unable to pace via these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode were returned to zoll medical corporation for review. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes did have scaly skin however, the electrodes passed all testing and were still able to pace appropriately. The electrodes were scrapped. A retained sample investigation was performed on lot number 0417a with no anomalies found. The evaluation concluded that there were no assembly or performance discrepancies. Analysis of reports of this type has not identified an increase in trend.